Manufacturer narrative:
Age/date of birth: unknown/ not provided. Brand name: unknown as product serial number was not provided. Model number: model number is unknown, as product serial number was not provided. Catalog number: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. Serial number: unknown as the information was not provided. UDI number: UDI # is unknown as product serial number was not provided. If explanted; give date: not applicable as the iol remains implanted in the patient's eye. PMA/510(k) number: unknown as iol product serial number information was not provided. The product serial number for this device is not available and the lens also remains implanted; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date: unknown as product serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
At the 6-month clinical masked study visit, the best corrected distance visual acuity (bcdva) of both eyes (ou) reported to be 20/16. The first eye, left eye (os) surgery was (B)(6) 2019 and second eye, right eye (od) was (B)(6) 2019. The patient reported of the ocular visual symptoms of being moderately bothered by starbursts as well as being very bothered by halos and glare. The patient has difficulty only when driving at night. There was no patient complication and/or related injury reported. There was no surgical intervention planned. No additional information was reported. The patient had bilateral implants. This report is for the event associated with the patient's left eye (os). A separate report will be filed for the event with the patient's right eye (od).

Manufacturer narrative:
In follow-up report #1 the date 7/2/2020 was provided in section g4, however on august 25, 2020, it was clarified with the clinical research team that on july 2, 2020 the database is locked which means that no more data can be entered into the study. The data had to be analyzed and reviewed to correlate the device and patient information. This review was completed on july 7, 2020, therefore, the correct aware date for reporting purposes is july 7, 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: additional information received indicated that the intraocular lens for the left eye (os) was model: zcb00, 19.0 diopter, sn: (B)(6) . The study subject has exited / completed the study. No further information is available. Based on the additional information provided, the following fields were updated accordingly: section d1: brand name: tecnis 1-piece. Section d2: product code: hql. Section d2: common device name: monofocal iols. Section d4: model number: zcb00, section d4: catalog number: zcb0000190, section d4: serial number: (B)(6) , section d4: expiration date: 1/27/2022, section d4: UDI number: (B)(4). Section g1: manufacturing site address: lot: h.s (d) 70252, pt 2489, jalan hi tech 11, industrial z, kulim hi tech park, 09000, my. Section g5: PMA/510(k) #: p980040. Section g9: based on the serial number this lens was manufactured by the kulim site which is now closed. The manufacturer report number would then begin with 2020664. Section h4. Device manufacture date: 1/27/2018. Section h6: method codes 4109, 3331, and results code 213. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted. H3 other text : placeholder.